Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during replacement surgery, the extension could not be separated from the activa sc implantable neurostimulator (ipg). The extension was ultimately removed by force as it was not able to be separated from the ipg. An attempt was made to use water to drain it gently, but this was unsuccessful. The product was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3. Analysis of the ins (s/n: (B)(6)) found the extension (or extension parts) could not be removed from inside the implantable neurostimulator (ins) connector port. The returned ins with stuck proximal extension segment was attributed to connector ring #5 becoming pinned against contact housing #3. During forceful removal of the ins, connector ring #5 underwent plastic deformation, which increased its effective diameter and caused it to become lodged within the channel port. Additionally, tensile forces generated from the immobilized end of the lead likely resulted in further deformation of the lead body near connector ring #4. The underlying reason for connector ring #5 catching on the contact housing during removal is unknown. Analysis of the extension (s/n: unknown) found segmented proximal end (#7 #6 #5 #4) returned stuck inside the ins connector port; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext, serial# unknown, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.